Event description:
Reportedly, the patient died after underdetected vf.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The following information were reported: - death on (B)(6) 2024, some hours post box-replacement. The review of provided data from the implantation procedure highlighted that all these electrical data are aligned to the recommendations and that both leads (ventricular and atrial) were well connected during the box-replacement procedure. Projected longevity was 10 to 15 years. The device recorded several episodes from 18h10 to 18h50, some are labelled svt/st, some are labelled non-sustained and some are labelled vf. The review of provided data highlighted the record of ¿vf¿ episodes due to fast ventricular detections: the ¿vf¿ diagnosis for ventricular fibrillation occurs on fast ventricular detections: as per specifications, when the device gets 6 ventricular detections faster than 220 bpm out of 8 (as programmed) and this scheme is repeated 6 consecutive times, the device labels the episode ¿vf¿. The device then starts charging the capacitors and as per specification the charge stops when cycles slower than 130 bpm (as programmed) are detected. These faster ventricular detections do not have normal ventricular pattern or ventricular arrhythmia pattern, they could show electro-mechanical desynchrony. The subject device functioned as per specification when detecting ventricular cycles. If explanted, the subject device should be returned to microport crm for further investigation. Based on the available data and considering that the device has not been returned for investigation, no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes. Additional information: - update of the UDI - the manufacturing and sterilization processes as well as device history reports show that the device and the leads have been manufactured and delivered to the field following all applicable procedures.

Event description:
Reportedly, the patient died after underdetected vf.

Manufacturer narrative:
The following information were reported: - the patient died on (B)(6) 2024, some hours post box-replacement on his/her way from the hospital to home. - the previous device is intensia dr sn (B)(6). The review of provided data from the implantation procedure highlighted that all these electrical data are aligned to the recommendations and that both leads (ventricular and atrial) were well connected during the box-replacement procedure. The projected longevity of the subject device was 10 to 15 years. The device recorded several episodes from 18h10 to 18h50, some are labelled svt/st, some are labelled non-sustained and some are labelled vf. The review of provided data highlighted the record of ¿vf¿ episodes due to fast ventricular detections: the ¿vf¿ diagnosis for ventricular fibrillation occurs on fast ventricular detections: as per specifications, when the device gets 6 ventricular detections faster than 220 bpm out of 8 (as programmed) and this scheme is repeated 6 consecutive times, the device labels the episode ¿vf¿. The device then starts charging the capacitors and as per specification the charge stops when cycles slower than 130 bpm (as programmed) are detected. These faster ventricular detections do not have normal ventricular pattern or ventricular arrhythmia pattern, they could show electro-mechanical desynchrony. The subject device functioned as per specification when detecting ventricular cycles. If explanted, the subject device should be returned to microport crm for further investigation. Based on the available data and considering that the device has not been returned for investigation, no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes. Note: the provided data recorded from the previous device intensia dr sn (B)(6) on 27 march 2024 at 9h49 at the beginning of the box-replacement procedure show normal functioning of the previous device-leads system.

Event description:
Reportedly, the patient died after underdetected vf.

Manufacturer narrative:
The following information were reported: - the patient died on (B)(6) 2024, some hours post box-replacement on his/her way from the hospital to home. - the previous device is intensia dr sn (B)(6). The review of provided data from the implantation procedure highlighted that all these electrical data are aligned to the recommendations and that both leads (ventricular and atrial) were well connected during the box-replacement procedure. The projected longevity of the subject device was 10 to 15 years. The device recorded several episodes from 18h10 to 18h50, some are labelled svt/st, some are labelled non-sustained and some are labelled vf. The review of provided data highlighted the record of ¿vf¿ episodes due to fast ventricular detections: the ¿vf¿ diagnosis for ventricular fibrillation occurs on fast ventricular detections: as per specifications, when the device gets 6 ventricular detections faster than 220 bpm out of 8 (as programmed) and this scheme is repeated 6 consecutive times, the device labels the episode ¿vf¿. The device then starts charging the capacitors and as per specification the charge stops when cycles slower than 130 bpm (as programmed) are detected. These faster ventricular detections do not have normal ventricular pattern or ventricular arrhythmia pattern, they could show electro-mechanical desynchrony. The subject device functioned as per specification when detecting ventricular cycles. If explanted, the subject device should be returned to microport crm for further investigation. Based on the available data and considering that the device has not been returned for investigation, no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes. Note: the provided data recorded from the previous device intensia dr sn (B)(6) on 27 march 2024 at 9h49 at the beginning of the box-replacement procedure show normal functioning of the previous device-leads system.

Event description:
Reportedly, the patient died after underdetected vf.

Manufacturer narrative:
The following information were reported: the patient died on (B)(6) 2024, some hours post box-replacement on his/her way from the hospital to home. The previous device is intensia dr sn (B)(6). The review of provided data from the implantation procedure highlighted that all these electrical data are aligned to the recommendations and that both leads (ventricular and atrial) were well connected during the box-replacement procedure. The projected longevity of the subject device was 10 to 15 years. The device recorded several episodes from 18h10 to 18h50, some are labelled svt/st, some are labelled non-sustained and some are labelled vf. The review of provided data highlighted the record of ¿vf¿ episodes due to fast ventricular detections: the ¿vf¿ diagnosis for ventricular fibrillation occurs on fast ventricular detections: as per specifications, when the device gets 6 ventricular detections faster than 220 bpm out of 8 (as programmed) and this scheme is repeated 6 consecutive times, the device labels the episode ¿vf¿. The device then starts charging the capacitors and as per specification the charge stops when cycles slower than 130 bpm (as programmed) are detected. These faster ventricular detections do not have normal ventricular pattern or ventricular arrhythmia pattern, they could show electro-mechanical desynchrony. The subject device functioned as per specification when detecting ventricular cycles. If explanted, the subject device should be returned to microport crm for further investigation. Based on the available data and considering that the device has not been returned for investigation, no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes. Note: the provided data recorded from the previous device intensia dr sn (B)(6) on (B)(6) 2024 at 9h49 at the beginning of the box-replacement procedure show normal functioning of the previous device-leads system.

Event description:
Reportedly, the patient died after underdetected vf.

Manufacturer narrative:
Additional information: the subject device was made available for investigation on 8 november 2024: - the ICD right ventricular lead is medtronic df4 6935m (s/n (B)(6). - the atrial lead saint-jude medical 2088/52 (s/n (B)(6). - upon reception, the subject device is still connected to the atrial and ventricular leads. The leads are cut during the explantation procedure on (B)(6) 2024. - the battery voltage indicates 3.00v, normal value - both leads are well connected - the device paces and senses correctly - the internal consumption is normal at 6,7a. The electrical test t14 done with cut leads still connected provides normal electrical results. The cut leads were disconnected to perform the manufacturing electrical test t10. The manufacturing electrical test t10 of the subject device provides normal electrical results, without any error. Based on the available data and on the subject device investigation, no general malfunction is suspected on the subject device.

Event description:
Reportedly, the patient died after underdetected vf.